Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin (1gm, intraperitoneal, discontinued after 12 days) and ciprofloxacin (twice, 250mg, oral, discontinued after 12 days) for peritonitis. Three weeks after the onset, the patient recovered from peritonitis. The action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.